Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a hyperglycemic event, but no symptoms were reported. The patient was driven to the hospital by the parent. According to the parent the patient had diabetic ketoacidosis (dka) and the cgm was reading 13.6 mmoll and the blood glucose reading was 22.2 mmoll. The patient was hospitalized for 3 days and was treated with intravenous insulin and fluids, and an unspecified ¿anti-sickness¿ medication. When the patient was discharged, they had recovered and at the time of the report the patient was stable. There was no documentation of further medical intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information available.